Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range pace impedance measurement greater than 2000 ohms. The pace impedance measurements were noted to normally be in the 460 ohm to 750 ohm range. The healthcare provider (hcp) indicated that the presenting electrogram as well as all stored electrograms were appropriate, and all other diagnostics were appropriate except for the high out of range impedance measurement from that day. Boston scientific technical services provided guidance to the hcp to bring the patient into the clinic for a rv lead evaluation or wait several days and check the rv pace impedance again to see if it remains high. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range pace impedance measurement greater than 2000 ohms. The pace impedance measurements were noted to normally be in the 460 ohm to 750 ohm range. The healthcare provider (hcp) indicated that the presenting electrogram as well as all stored electrograms were appropriate, and all other diagnostics were appropriate except for the high out of range impedance measurement from that day. Boston scientific technical services (ts) provided guidance to the hcp to bring the patient into the clinic for a rv lead evaluation or wait several days and check the rv pace impedance again to see if it remains high. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv lead has exhibited pace impedance variation from 400 ohms to numerous high out of range excursions greater than 3000 ohms over the past year. Ts noted there are no stored inappropriate ventricular episodes and very small rate counts in the rv greater than 230 beats per minute. Ts indicated this appears to be a device header spring contact issue due to the variation in impedance measurements and noted the implantable cardioverter defibrillator (ICD) device does not have the enhanced header design. Ts commented that if it is not a device header spring contact issue, then it could be an issue with the rv lead above the lead terminal yoke area, but that would seem odd with no observed oversensing or stored episodes. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range pace impedance measurement greater than 2000 ohms. The pace impedance measurements were noted to normally be in the 460 ohm to 750 ohm range. The healthcare provider (hcp) indicated that the presenting electrogram as well as all stored electrograms were appropriate, and all other diagnostics were appropriate except for the high out of range impedance measurement from that day. Boston scientific technical services (ts) provided guidance to the hcp to bring the patient into the clinic for a rv lead evaluation or wait several days and check the rv pace impedance again to see if it remains high. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the rv lead has exhibited pace impedance variation from 400 ohms to numerous high out of range excursions greater than 3000 ohms over the past year. Ts noted there are no stored inappropriate ventricular episodes and very small rate counts in the rv greater than 230 beats per minute. Ts indicated this appears to be a device header spring contact issue due to the variation in impedance measurements and noted the implantable cardioverter defibrillator (ICD) device does not have the enhanced header design. Ts commented that if it is not a device header spring contact issue, then it could be an issue with the rv lead above the lead terminal yoke area, but that would seem odd with no observed oversensing or stored episodes. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.